Manufacturer narrative:
(B)(4): the customer reported that no sound was being emitted from the monitor speaker. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no sound was being emitted from the monitor speaker. No patient harm was reported.